Event description:
It was reported that an isleeve introducer sheath was unable to be advanced into the patients artery. Procedure summary: the patient presented for a transcatheter aortic valve replacement (tavr) procedure. The isleeve introducer sheath was prepared according to the instructions for use (IFU). There was severe calcification in the femoral artery. The profunda was almost completely occluded prior to the procedure. The physicians tried to insert the isleeve introducer sheath, but was not able to advance the device in the femoral artery. The physician decided to remove the isleeve and use a balloon to expand the vessel. A second isleeve was then prepared according to the IFU and was inserted without any issues. The profunda occlusion was treated with a prothesis. The patient was reported to be well as of (B)(6) 2019.